Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pains and cloudy fluid. The same day as the event onset, the patient was hospitalized, treated with unspecified antibiotics and pd therapy was discontinued. The cause and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.